Manufacturer narrative:
The afapro28 balloon catheter with lot number 37527 was returned and analyzed. External visual inspection of the balloon segment showed that the balloon was bent. The catheter smart chip data was reviewed. Data indicated the catheter was never used. No applications were performed. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. During inflation, a kinked guide wire lumen was observed inside the balloon segment and the push button would not go back to its original position. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 3.18 centimeters proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle segment, excessive adhesive was observed on the hypotube and the bellow stuck on the hypotube by excessive adhesive. Excessive adhesive may result in balloon inflation issues or pushbutton movement issues. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and excessive adhesive on the hypotube-push button assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, during inflation, a kinked inflated balloon was detected. The balloon was de flated, retracted back into the sheath, then deployed out of the sheath and inflated again but a kinked inflated balloon was detected again. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.